Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was cracked and the touch pen would not work. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed that the overlay was cracked and the stylus would not work. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.